Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: tissue residues and holes in peritoneal catheter on the returned product. Measurement of surface of the housing: no deformation was detected. Permeability test: the test showed that the progav shunt system with catheter was permeable. Adjustability test: the progav was found to be non-adjustable. The shunt assistant is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the braking force of the progav was within the specified tolerance and the brake function operated as expected. Internal inspection of product: after dismantling of the valves, some deposits were found in both valves. Results: based on our investigation results, we can identify adjustment difficulties with the valve. We are assuming that the deposits detected within the valve have caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of non-visible deposits/proteins might compromise the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Manufacturer narrative:
Manufacturer's evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to miethke that a progav shuntsystem (part # fv440-t) was implanted during a primary procedure performed on an unknown date. According to the complainant, following the operation, the device was unable to be adjusted. The patient underwent a revision procedure. The complaint device has been returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: unknown. Height: unknown. Weight: unknown. Gender: unknown